Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system y-type blood/solution set was defective. The defect was further described as leak coming from the top of the pressure pump at the seam. This issue was identified during priming in the ¿or room¿ prior to use on the patient. As a result, a new set was obtained for use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to (B)(6) 2021.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Functional testing was performed including clear passage and pressure testing. The sample was pressure tested under water which revealed a leak in the hand pump between the assembly of the top cap and barrel tubing. The reported condition was verified. The cause of the condition was due to improper bonding between the components during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.